Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
The customer reported via phone call that the insulin pump display is cracked and can't read half of the display. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.

Manufacturer narrative:
The pump was received with a cracked and bleeding lcd glass. Unable to verify the missing segment due to the physical damage to the lcd glass. The pump was received with minor scratches on the lcd window, a cracked belt clip slot, broken battery tube threads, a missing end cap sticker and a cracked reservoir tube lip.